Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level as a result of this malfunction. To resolve the issue, technical support arranged for a replacement pump to be sent, instructed the customer on how to store the faulty pump, and requested its return using a pre-paid label, which the customer agreed to do. The customer plans to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.